Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of the remote home monitoring system noted an estimated battery longevity decrease of two and a half years within one year time frame for this pacemaker. Premature battery depletion is suspected. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the pacemaker remains in service and no adverse patient effects were reported.